Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issued a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issued a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient received inappropriate therapy from the s-ICD. Replacement of the device was recommended; however, the patient refused to have the device explanted. Therapy was programmed off in the s-ICD. Further information noted that the patient started to experience anxiety episodes and has decided to move forward with a replacement procedure in the future. At this time the s-ICD remains implanted, but electrically abandoned.